Event description:
During electrotherapy treatment, the device was alleged to surge and burn patients. Patient 1 of 2.

Event description:
During electrotherapy treatment, the device was alleged to surge and burn patients. Patient 2 of 2.

Manufacturer narrative:
Phone and letter notification has been sent to the customer in an effort to retrieve the device and patient injury information. To date, the customer has not responded to our inquiries. The results of this investigation and device evaluation will be provided in a subsequent MDR. The customer reported that the device should be upgraded for the recent field correction.